Event description:
End-user hooked up blender incorrectly (the o2 line was hooked to the flowmeter port instead of the "o2 in" port thus providing the pt with 100% fio2).

Manufacturer narrative:
An investigation was conducted and it was found that the root cause of the reported event was that the end user had clearly connected the oxygen supply hose to the auxiliary outlet of the air/o2 mixer. The auxiliary outlet on this device is clearly labeled as such and the fitting for this outlet is a male fitting. In order for the male fitting on the oxygen supply hose to the connected to the male fitting of the auxillary outlet an adpater fitting must be utilized. The oxygen supply inlet for this device utlizes a female fitting and thus no adapter fitting is necessary to connect the oxygen supply hose. We have concluded that the end user clearly failed to follow the instructions contained in the instruction manual pertaining to setting up the device for use and did not refer to the labeling on the device when connecting the oxygen supply hose.